Event description:
It was reported that the implantable cardioverter defibrillator (ICD) showed a gradual increase on the shock lead impedance during the past year from 94 ohms to 120 ohms with a concern of calcification on this right ventricular (rv) lead. Technical services (ts) was consulted and reviewed the measurements over the past year and confirmed the shock lead impedance has gradually increased to an out-of-range measurement greater than 125 ohms along with a high threshold. Ts provided troubleshooting and recommended a defibrillation threshold (dft) test due to the last delivered shock was at implant. The electrogram (egm) showed no noise observed. At this time, the device and rv lead remain in service. No adverse patient effects were reported.